Manufacturer narrative:
Concomitant medical products: product: ID 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator refer to regulatory report #3004209178-2018-24936. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication. The patient reported that he was getting the reposition antenna screen and was unable to charge. The patient reported that the last time he was able to successfully charge was about a month ago. The patient wasn¿t able to communicate with another external device. The patient reported that he had a pet scan done about 3.5 weeks and thought the pet scan was related. The patient reported that he had a manufacturer¿s representative (rep) later on the day of the report. Additional information was received from a rep. The rep reported that the patient had undergone a series of chemotherapy treatments and had multiple pet scans. The rep reported that after multiple pet scans, his inss stopped being able to charge. The rep reported that the batteries had been overdischarged more than once before this instance. The rep reported that multiple physician mode recharges (pmr) were performed and were unsuccessful. The rep reported that due to the patient¿s medical condition at this time, he was unable to have any elective surgeries, therefore the batteries cannot be replaced or removed at this time. The patient stated he would notify his healthcare provider (hcp) if and when he can have the batteries replaced. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97712, serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: implantable neurostimulator; product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the impedance issue was not determined; however, the issue was noted to be resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2015. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had high impedance/bad connection on one lead. The lead was left connected to the new battery.